Manufacturer narrative:
(Conclusions) - investigation found that the legs of the pt were wrapped with thick blankets and that non-approved philips' sponges were placed between and beside the legs. As a result of this extra (thermal) insulation provided by the blankets, the MFR generated residual heat could not be easily dissipated from the pt. The conclusion is that the burn was likely caused by the sponge used between the legs to separate the bare skin in combination with the residual heat. The pt did complain that their legs became hot but the operator continued the scan. No corrective action is required. These kinds of incidents can be prevented by separating bare skin parts of the by the pt wedges or cushions supplied in the philips' accessory kit. The instructions for use already contain warnings on this matter.